Manufacturer narrative:
B5: upon fu it was reported the nursing staff were educated and it was revealed the staff were "creating a negative vacuum when priming the tubing with their closed system using the 100ml med bag instead of a flush bag". Therefore, the customer "believe they have resolved the issues" and "do not feel that this issue is product related". H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of clearlink system non-dehp secondary medication sets would not flow. The event was further described as the nursing staff were opening the vent at the top of the IV tubing so the ¿medications will run¿. Per the nursing staff ¿medications compounded in¿ unspecified ¿100ml baxter bags were collapsing on themselves without this vent open and not able to run¿. The clearlink is used in conjunction with a non-baxter primary set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.